Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be kinked. This damage did not prevent fluid from exiting the fluid path as intended. It could not be determined when or how the soft cannula damage occurred. Inspection of the download data found that no timeouts or pulse width increases occurred that would indicate a struggle to deliver insulin. Because the timing and cause of the soft cannula damage could not be determined, it could not be determined if this soft cannula damage contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent.